Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end of the stent that were lifted, bent and pulled distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The proximal balloon wing showed signs of positive pressure, the balloon wings were unfolding. The bumper tip was damaged. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found a kink in the midshaft 6cm from the hypotube/midshaft bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-may-2016. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the severely tortuous and severely calcified proximal to posterolateral left circumflex (lcx) artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.50 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.